Event description:
Event description guidant received information that this implantable transvenous coronary sinus lead dislodged. The physician elected to explant the lead and implanted a competitive lead. Following the placement of the competitive coronary sinus lead, the patient with this cardiac resynchronization therapy defibrillator (crt-d) complained of diaphragmatic stimulation.